Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code 110, overvoltage set no energy) was confirmed.  Upon investigation the monitor failed an incoming pulse test and displayed a service code 110.  The cause for the failure was isolated to a shorted c19 capacitor on the defibrillation pca.  The root cause for the shorted c19 capacitor could not be positively identified. No adverse events resulted from the defective monitor. Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse events resulted from the defective battery. Battery manufacturer date: 08/12/2016.

Event description:
A us distributor reported that a patient's monitor was displaying service code 110 (overvoltage set no energy), and that the patient was receiving battery faults.